Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent only. A follow up showed the patient had a type 3b endoleak. It was reported to endologix the patient has declined a secondary intervention. There have been no additional adverse events reported for this patient.